Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. The customer stated the buttons were not responding. Customer's blood glucose value was 520 mg/dl at the time of the incident. The customer was not able to troubleshoot for high readings due to button error/keypad anomaly. The customer was asked to observe if the time clock advances and it does. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
No button error alarm noted during testing. However, unit had unresponsive up and down buttons due to moisture damage keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and broken reservoir tube lip.